Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent cancellation remains unknown.

Event description:
During the procedure, a communication issue occurred causing a procedure cancellation. The workmate claris amplifier disconnected. The amplifier was still on (green led lit), the fiber optic cable was well-inserted along with the rj45 cable and power cable into the 12v power supply, and the media converter was on and flashing.

Manufacturer narrative:
Correction: d1, d4.